Event description:
This customer obtained results for a single patient sample that were associated with an incorrect patient name while using their engen laboratory automation system. In addition, an unintended additional vitros test was processed. Mis-associated patient results may lead to inappropriate physician action. The mis-associated patient results were not reported out of the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that results for a single patient sample were mis-associated with an incorrect patient name. The investigation could not determine a definitive assignable cause. The evidence concludes that the mis-association of the patient name occurred prior to receipt of the patient order on the vitros 5600 integrated system. The vitros 5600 integrated system did not malfunction. There are three potential contributors to this event: the non-ocd laboratory information system (lis), the non-ocd instrument manager (im) and the engen im. The investigation was unable to determine if the mis-association issue occurred at the customers lis system, the customers non-ocd im, or the vitros engen im system, and no further investigation of this event was possible. The engen im is a component of the vitros laboratory automation engen system. Therefore, the vitros laboratory automation engen system could not be ruled out as contributing to the event. The root cause of the event is unknown.